Manufacturer narrative:
Additional information symptoms resolved. Bcva from (B)(6) 2015 - right eye post-op 20/30 3.00 x -.50 x 79; left eye post-op 20/20 2.50 x -1.50 x 88. Bcva from (B)(6) 2015 - right eye post-op 20/30; left eye post-op 20/20. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in both eyes one week post treatment. The topical steroid dosage was increased (med dose pack). It was stated that the patient experienced loss of best corrected visual acuity (bcva) in right eye. The patient complained of blurred vision with no pain. A flap lift and rinse was performed on (B)(6) 2014. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014 - right eye pre-op 20/20, -4.50 x -.50 x 90. Left eye pre-op 20/20, -4.75 x -.75 x 120. Bcva from (B)(6) 2015 - right eye post-op 20/40, 1.75 x -1.00 x 79. Left eye post-op 20/20, 1.75 x -1.50 x 88.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.